Event description:
Right knee effusion, right knee swelling, right knee pain, difficulty walking a pt with a medical history of a damaged meniscus from an accident and prior synvisc series (2002 or 2003), who experienced right knee swollen, right knee painful and difficulty walking. The pt began treatment with synvisc in 2005. The pt received three injections of synvisc into the right knee in 2005, 9 weeks after and 2 weeks after. After the second injection, the physician removed 100cc of liquid because the knee was swollen and painful. The pt also experienced difficulty walking. After the third injection, the physician removed 150cc of liquid. At the time of this report, the pt's outcome was unk. Additional info was received in may 2005 from a physician. The pt had a medical history of mild osteoarthritis for a year without joint narrowing and osteophytes. The pt was previously treated with nsaids and steroids. No previous history of effusion. The pt experienced pain in the right knee in 2005, right knee swelling in the next day and right knee effusion in 9 weeks ater. Prior to the 3rd injection, in 9 weeks later the physician removed 100ml aefusion. In 3 days later, after last synvisc injection 150ml effusion was collected. The knee aspirates were not sent for analysis. In the same day the physician injected intra-articularly 40mg of triamcinolone. The physician assessed the relationship between the knee effusion and the synvisc as definite and the causality of knee pain and knee swelling was assessed as probable. At the time of this report, the events had not resolved. Qa investigation results: review of date did not indicate trends that could be associated to any product complaint.